Manufacturer narrative:
The unit had an intermittent button response and a button error alarm due to a corroded keypad. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a cracked belt clip slot. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error during a bolus. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 51 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.